Event description:
Review of the download data for a (B)(6) male pt revealed several abnormal shutdown flags. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) had been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was constantly resetting. The cause for the resets was isolated to communication faults with the digital signal processor (dsp) u500 on c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.